Manufacturer narrative:
This is 4 of 4 reports (4th MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the stent was returned deployed within the microcatheter shaft and it was recovered during the microcatheter investigation. The sdw (stent delivery wire) was found to be kinked/bent. The stent was found to be deformed. The stent introducer sheath distal tip was damaged. A functional test could not be performed as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent difficult/unable to transfer' could not be replicated during analysis. However, the device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'not tortuous'. It was reported that the operator 'delivered a 4.5*21atlas stent. However, the stent could not be advanced inside the microcatheter. Withdrew the stent and used another sl-10 to deliver another 4.5 21 stent, but this stent was also not able to deliver in the sl-10. Finally used a ep stent to continue the procedure successfully'. One possible explanation for the findings noted during the analysis is that the introducer sheath, which we are informed was initially set up correctly, inadvertently moved distally in the rhv (rotating hemostatic valve) prior to the stent being transferred into the microcatheter. This distal movement would explain the damage noted to the distal tip of the sheath. This, in turn, can lead to damage to the stent as it passes through the distal sheath opening during transfer from the sheath into the microcatheter lumen. Damage to the stent struts normally gets progressively worse as the stent is advanced, forcing the user to stop advancing the stent. Damage to the sdw is likely to have occurred during the user's attempts to advance the stent or when withdrawing the damaged stent from the microcatheter lumen. Attempting to retract a stent which had become stuck inside a microcatheter shaft can lead to the stent becoming deployed inside the microcatheter shaft. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to transfer' and as analyzed 'stent deployed prematurely during use', 'sdw kinked/bent', 'stent deformed', 'stent introducer sheath distal tip damaged' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The stent (subject device) was returned for analysis and it was discovered that the stent (subject device) was prematurely deployed inside the catheter shaft during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.